Event description:
Description of event: patient was having a flowonix pump replaced with a sync ii pump and there was found to be a catheter kink with the flowonix catheter. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).